Event description:
Clinical study: same case as # 6000089-2005-01873. It was reported that 111 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr) of instent restenosis. Lesion 1 was a 3.0mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation and successfully placing two taxus express2 8.8% drug eluting stents 2.75x28mm and a 3.00x20mm with a 3mm overlap in the target lesion. Lesion 2 was a 3.0mm, 80% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing two guidant zeta 3.5x13mm and a 3.0x13 stents in the target lesion. There were no complications. The patient was discharged 3 days later on plavix and aspirin. 111 days after the initial procedure the patient experienced a tvr. The physician successfully placed a johnson and johnson cypher stent in the mid rca to treat diffuse in-stent restenosis. The patient was discharged 3 days later. In the opinion of the physician the relationship of the restenosis to the taxus stent is probable.